Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, noise causing inappropriate auto mode switch episodes were noted on the right atrial (ra) lead. The was reproducible with pocket manipulation. The patient was asymptomatic. Programming changes were made. The patient was stable and will continue to be monitored.